Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device may have migrated') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal distension ("severe bloating"), neck pain ("chronic neck pain"), arthralgia ("joint pain"), gastric disorder ("stomach problem"), headache ("headache") and feeling abnormal ("brain fog/ memory issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (going in for a salpingectomy on (B)(6)). At the time of the report, the device dislocation, pelvic pain, back pain, abdominal distension, neck pain, arthralgia, weight increased, gastric disorder, headache and feeling abnormal outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, device dislocation, feeling abnormal, gastric disorder, headache, neck pain, pelvic pain and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : abdominal distension, arthralgia, back pain, device dislocation, feeling abnormal, gastric disorder, headache, neck pain, pelvic pain and weight increased". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device may have migrated') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal distension ("severe bloating"), neck pain ("chronic neck pain"), arthralgia ("joint pain"), gastric disorder ("stomach problem"), headache ("headache") and feeling abnormal ("brain fog/ memory issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (going in for a salpingectomy on (B)(6)). At the time of the report, the device dislocation, pelvic pain, back pain, abdominal distension, neck pain, arthralgia, weight increased, gastric disorder, headache and feeling abnormal outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, device dislocation, feeling abnormal, gastric disorder, headache, neck pain, pelvic pain and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : abdominal distension, arthralgia, back pain, device dislocation, feeling abnormal, gastric disorder, headache, neck pain, pelvic pain and weight increased". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.